Event description:
Upon inspection of the filter, it was noted that there were only five arms present. Spot films were obtained of the inferior vena cava and of the lungs demonstrating that the missing arm has embolized peripherally to the left lower lobe. Upon inspection of the initial cavogram images, only five arms are seen prior to the filter retrieval indicating that the arm fracture and embolization occurred prior to the retrieval. The pt was informed of the arm fracture and embolization. It is extremely unlikely that this will cause any clinical symptoms and likely occurred months ago.